Manufacturer narrative:
Preventive maintenance was performed on (B)(4), 2011. The injector was found to be performing to medrad specifications. The customer accepted our offer of add'l applications training that will be performed at a later date.

Event description:
The customer reported the following: a pt was scheduled for a CT scan of the soft tissue of the neck due to a change in her voice. An extravasation of approx 30ccs occurred in the right antecubital/bicep area. The extravasation was not noted until the technologist visualized the extravasation at the end of the study. The pt required a fasciotomy. A plastic surgeon referral is pending.